Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 5 events were reported for this quarter. Product return status 5 devices were received. Evaluation findings (results/components) 4 devices: degradation problem identified / fail-safe system. 1 device: wear problem / screw product disposition 5 devices: serviced and returned to customer. Additional information 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 5 events for the failure: fail-safe did not operate. - 5 events had problem identified during non-clinical procedure; there was no patient involvement.